Event description:
A surgical tech reports that during intraocular lens (iol) implant surgery, the haptic broke after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.